Event description:
The following was reported to cardinal health: the biopsy needle bent at 90 degree angle while procedure was being performed. On (B)(6) 2011, the customer ((B)(6)) indicated that during a CT-guided left sided mediastinal mass biopsy, physician used 20gx20cm temno biopsy gun to sample the mediastinal mass tissues and the needle tip bent when trying to penetrate the mass.  The patient suffered a hemothorax, which may or may not have been directly related to the bending of the biopsy needle during deployment. (Needle bent about 90 degrees and could have invaded an adjacent pulmonary artery that may have caused the hemothorax. On (B)(6) 2011, customer (B)(6) from the reporting facility indicated that no further information can be provided regarding patient outcome for patient privacy reasons. On (B)(6) 2011, based on the sample received still at a 90 degree angle, the customer (B)(6) indicated that as it would have been impossible to remove the needle from the patient being at a 90 degree angle, it would have been removed straight. However, she assumes that the needle was then bent back into a 90 degree angle to show the manufacturing plant how it had bent for evaluation. No other information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. Based on the analysis, the sample received was bent intentionally to show how the unit failed during the procedure. Visual inspection was performed and the notch of the needle was bent at a 90 degree angle; however, the notch did not present any slope that could result in the bending of the needle. An internal documentation review was performed and no issues were found related to the reported condition. The dimensions of the notch were inspected and they were within specifications. Sometimes the mass could be fibrous with a stronger structure, resulting in not the easiest insertion of the device. The condition of the fibrous mass and the tip's geometry could result in higher probability of deflection of the notch while performing the biopsy procedure, given that if the mass is not fibrous, the needle could penetrate smoother than in a fibrous mass reducing the possibility of the needle getting bent.